Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed replace battery alarms followed by a cs 054 call service alarms. During testing, the pump powered on normally. An ez-prime sequence and 24 hour duration test were performed successfully with no power interruptions or duplicated call service alarms. The pump was opened and no moisture or damage was found on internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.